Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed. Device discarded.

Event description:
Shunt replacement. Query faulty as per the clinician. Delay unsure, no adverse event, shunt was discarded and new shunt used.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve and siphon guard ¿as received¿. The valve was visually inspected: no defects were noted. The position of the cam when valve was received was 70mmh2o. The valve and siphon guard were hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162, with lot cvhb2t, conformed to the specifications when released to stock on the 28th july 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.